Manufacturer narrative:
Device was not explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) procedure for a distal radius fracture on (B)(6) 2018, two (2) variable angle (va) locking screws could not be locked to the variable angle locking compression plate (va lcp) volar rim distal radius plate. The screw in the middle of the second column of the plate and the screw in the radial side could not be locked. Other screws were locked properly. Surgery was completed with the unlocked screws left in place. Procedure was delayed less than 30 minutes. Patient status reported as stable. Concomitant devices: screws (part unknown, lot unknown, quantity unknown). This report is for one (1) 2.4mm va lcp volar rim distal radius plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device history lot part: 04.115.751s lot: l755878 manufacturing site: mezzovico release to warehouse date: 12. Feb. 2018 expiry date: 01. Feb. 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.